Event description:
Report received from (B)(6) stating the device was making "noise and the lever lock was defective." The device was not being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the reported condition was confirmed. The device motor had a damaged locking mechanism. The lock / safety is damaged also, most likely due to power braking. The front of the motor (shims, bearings, etc.) Are most likely damaged as well. The condition of the device is most likely due to usage, maintenance, and cleaning issues. If additional information is received, a supplemental report will be sent. (B)(4).